Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred during basal delivery. Customer reset the pump, the unspecified malfunction alarm was cleared and insulin delivery was able to be resumed. Customer¿s blood glucose level was 185 mg/dl.